Event description:
Reportable based on device analysis completed on 27feb2024. It was reported that an imaging issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. Upon insertion, no image was displayed. The procedure was completed by using another of the same device. There were no patient complications reported. However, returned device analysis revealed that the imaging window was detached near the lapjoint section.

Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed that the imaging core was coiled near the lap joint section and the imaging window was observed detached near the lapjoint section. The imaging core could not be pulled out due to the coil. Impedance testing showed an electrical open circuit failure at the proximal section of the catheter 140150 cm from the distal housing.